Event description:
During an ep ablation procedure, 2 ablation catheters were found to be defective. With the first, the deflection mechanism was not functioning. The second catheter was registering an error code saying the device was occluded so they could not flush or ablate.